Manufacturer narrative:
The unit functioned properly during the rewind and basic occlusion, the occlusion, the prime and compromised force sensor system, the excessive no delivery and the displacement test. The insulin pump was tested with a water reservoir and no air bubbles were noted during testing. The insulin pump as received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report high blood glucose levels ranging from 304 to 549 mg/dl. The customer treated with manual injection. The customer stated that hardly any insulin had been exiting the cannula. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.